Event description:
It was reported the subject device experienced a no image on screen. This issue occurred during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.